Event description:
The customer's wife reported via phone call that the customer's insulin pump was chipped. Customer's blood glucose was unknown. The wife reported the missing piece was located in the outer casing of the battery compartment. The wife could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.